Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned but not in any original packaging. Some cleaning debris is present, the teeth on one side of the suture capture are missing, the remaining suture capture is pulled loose from the window on the proximal end, and the whole upper jaw is twisted and deformed and will no longer align with the lower jaw. A functional evaluation was performed on the returned device and found the suture needle cannot fully deploy due to the upper jaw blocking the opening when closed. A suture cannot be captured due to the twisted upper jaw and missing teeth. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive force, tissue thickness and damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal root repair, the firstpass mini was used to pass a second suture in the meniscus, after a failed passing attempt they were preparing for a second, when the trap door did not look right once inside the knee arthroscopically. The surgeon went to remove the firstpass but the trap door was already damaged and dislodged from the device and disappeared behind the meniscus into soft tissue. Then the surgeon attempted to locate the missing piece of metal using various methods including x-ray, a number of shavers/suction attempts, and arthroscopic graspers. After 2 hours, the piece was located and retrieved. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.